Event description:
It was reported that the head end of the cot dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the head end of the cot dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4). The customer has been retrained on the proper use of the device.